Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12774. It was reported that the patient presented in the hospital. Upon review, noise was observed on both leads, noise could not be recreated with pocket manipulation. The leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.